Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced increase radiating pain in the left leg. High impedances were also noted on four contacts. X-rays were taken, and the device was reprogrammed. The pt's outcome was unk. Additional info has been requested but was not available as of the date of this report.